Event description:
It was reported by the rep that the (1) hp052 was used during laparoscopic cholecystectomy procedure. It was reported that the device emitted a solid tone with the use of the hp052. The test tip was applied and the device was still non-functional. The case was completed with another device and with no pt consequence.